Event description:
Consumer reports a needle breakoff in their arm when injecting with 1/2 cc 29. Ga syringe. Consumer reports many dr visits and breakoff putting consumer into a life threatening situation due to where the break off occurred.